Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2025. According to the patient¿s parent, the patient was at work when she experienced seizures then passed out. The patient¿s coworkers called 911, when the paramedics arrived the dexcom was reading 147 mg/dl and the bg reading was between 20 to 30 mg/dl. The patient was treated with intravenous (IV) glucose. The patient stabilized and didn't need to be taken to the hospital. At the time of the report the patient was still feeling slow and forgetful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.